Event description:
Recovery room manager reported tube leaking around the area of the connection to pt tubing. Has had 4 of these leaks this month in the same department. Reported to materials management